Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering boluses, the patient¿s blood glucose (bg) reached between 250 mg/dl and 300 mg/dl while wearing the pod longer than 48 hours. After realizing elevated bg levels, patient's mother found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. It was also reported that the cannula was visible but had dislodged from the infusion site (leg). Pod was removed and additional method of treatment was not provided. As treatment, manual injections of insulin were delivered.